Manufacturer narrative:
The field engineering specialist was unable to determine a specific root cause. He found a lot of residue on top of the reaction cells. He found small pieces of unknown material in the reaction cells which would occasionally clog up the vacuum nozzles. He replaced the reaction cell. He cleaned the rinsing nozzles. He ran precision testing with acceptable results. There were no further issues following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 8 patients tested on a cobas 6000 c (501) module. From the data provided, 3 patients had discrepant results. The date of event is only an approximation. For patient 1: the initial sodium result was 163 mmol/l with a repeat result of 137 mmol/l. For patient 2: the initial sodium result was 158 mmol/l with a repeat result of 141 mmol/l. The customer stated that the results for patient 1 and patient 2 were only an approximation as they were going by their memory. The results for patient 1 and patient 2 were not reported outside of the laboratory. For patient 3: the initial sodium result was 150 mmol/l with a repeat result of 139 mmol/l. The initial result for patient 3 was reported outside of the laboratory but since the chloride result was normal the patient sample was retested. A corrected report was issued. The sodium electrode lot information was requested but was not provided.